Event description:
Technician alleged that the brake does not roll but ratchets side to side when in brake. No pt impact.

Manufacturer narrative:
The technician replaced the brake caster to resolve the issue.